Event description:
It was reported to boston scientific corp on (B)(6) 2009, that a stonetome stone removal device was used during an endoscopic sphincterectomy procedure. According to the complainant, during the procedure, the cut wire of the device could not be bow and orient when the physician squeezed the handle of the device. The procedure was completed with another stonetome stone removal device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) cannulating orientation and wire will not bow. The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).